Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an act button that was depressed and stuck. The customer's blood glucose was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He advised that he had already reverted to his back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.